Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the abutment fractured with crown attached.

Manufacturer narrative:
The product associated with this complaint was not returned and images not provided. The complaint could not be verified. The conditions under which the abutment was subjected in the patient¿s mouth are unknown. Therefore a probable cause originating from the anatomical and/or use conditions cannot be determined. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.